Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. .

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 465 mg/dl, 211 mg/dl, 278 mg/dl, 217 mg/dl, 211 mg/dl and 217 mg/dl. No adverse event reported. No serious injury reported. Requested return of suspect device and replacement was sent.